Manufacturer narrative:
The humidifier and CPAP device were returned by the dme for eval. The heated humidifier was evaluated and three voids in the device's housing were observed. An internal examination of the device revealed thermal damage to its printed circuit assembly (pca). The thermal damage to the pca was isolated to an area proximal to its j3 connector assembly. One of the three voids in the device's housing was directly above (upper housing void) and the remaining two directly below (lower housing void) the failed pca j3 connector. Based on these proximities and a visual examination of the failure, it is concluded these voids were caused by the pca j3 connector assembly failure. It is further concluded that the device's ul94v0 flame retardant rated housing was effective in minimizing the involvement of the device's housing in the thermal event. The size of the larger void in the device's lower housing was sufficient to allow contact with electrical components on the pca. However, the voltage level of the device is 12v dc, and by design does not pose a significant shock hazard to the user. Eval of the CPAP device, returned with the humidifier, revealed minor warping to its housing. This warping of the CPAP device's housing was adjacent to the area of the humidifier that is concluded to have been damaged by the j3 connector assembly failure. Testing of the CPAP verified its functionality; however, due to the deformation in the area of the unit's outlet port, it was not possible to verify that its operation continued to meet specs. The CPAP unit's internal error log reported three logged errors. These errors were identified as being related to the humidifier and likely occurred during the humidifier's failure. Based on these findings, it is concluded that the CPAP device was only passively involved in the reported event, and was not a cause or contributing factor in the humidifier failure. The CPAP device is, therefore, listed as a concomitant medical product. Based on the investigation results available at the time of this submission, the MFR believes the problem associated with this MDR report is an issue they have previously identified, investigated and reported to the u.s. FDA (agency). This report to the agency was made in accordance with 21 cfr, part 806, in a 03/02/2009 communication to the (B)(4) district recall coordinator titled "remstar heated humidifier system, report of correction" (B)(4). The MFR will file a f/u report when their investigation is completed.

Event description:
A durable medical equipment supplier (dme) informed the MFR that an m-series heated humidifier failure had led to the creation of a void in the bottom of the device. No pt or user harm or injury was reported.